Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed but the cause is unknown. A single ap radiograph showing the patient¿s arm and chest was returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the image as a right-sided PICC. A kink was visible in the catheter shaft at the venous insertion site. Possible contributing factors for a kink in the catheter could include the anatomic variables, catheter placement, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen¿. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the right upper arm brachial vein on (B)(6) 2023. On (B)(6) the catheter was tpa'd in both lumens. A chest x-ray was requested and showed a kink in the upper 1/3 of the upper arm on (B)(6) 2023. PICC dwell time was 41 days. PICC was pulled back.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported a 4fr dl powerpicc provena inserted in the right upper arm brachial vein on (B)(6)2023. On (B)(6), the catheter was tpa'd in both lumens. A chest x-ray was requested and showed a kink in the upper 1/3 of the upper arm on (B)(6)2023. PICC dwell time was 41 days. PICC was pulled back.